Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2208-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: st linear lead 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1200. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: precision montage MRI ipg sterile kit. Unique identifier (UDI) #: (B)(4). This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and leads migrated. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient was doing well postoperatively.